Event description:
Home pt (hp) reported peritoneal dialysis was initiated on the homechoice device. Later hp noticed the bedding was wet. When hp inspected the lines, pt found that hp had not made a good connection between the pt line of the disposable set and the extension set. Hp notified healthcare professional (hcp) and went to clinic the next day. Hcp administered via ip-1 gm ancef and 80 mg gentamycin as a prophylactic measure. No culture was obtained. As of 8/15/2000, hcp reported hp has been asymptomatic and no pt injury resulted from this event.